Event description:
The pt had a powerpicc solo line placed in the right upper arm (rua). IV antibiotics were hung and the PICC was flushed and running fine. The next morning, the pt awoke and the rn found the rua PICC bulb end disconnected from the catheter. It was in the bed beside the pt. There was no back bleeding observed within the lumen of the catheter. The pt was asymptomatic for air embolus and the catheter line portion was removed intact.